Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that when an agitated patient with possible dts was being intubated, the device infusing precedex alarmed for ¿communication error¿ and stopped infusing. There was no report of patient harm. The device was replaced and set to biomed. Biomed identified a ¿defective¿ pressure sensor that was replaced.